Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 108 mg/dl. The expected fasting blood glucose test result range in the morning is 125 to 130 mg/dl. The blood glucose testing is performed four times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced results of 244 mg/dl and 231 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/26/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results (time not set): (B)(6). Adverse event not reported.